Manufacturer narrative:
The concomitant products: carto 3 system, model# m-4800-01, serial # (B)(4). Ep - shuttle rf generator system model# 39d-76x: serial # (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during procedure, the temperature was disappeared without any error on carto system, this issue was resolved by changing the catheter and the cable. Upon following up with the customer, bwi received additional information which is now indicative of a reportable event. It was stated that due to that air came in the tubing set and in the irrigation sheath which was no more irrigated, the physician decided to cancel the case. Since it is unknown that cool flow pump detected the air and displayed any bubble error, bwi takes conservative approach and reports this event under the cool flow pump. There was no patient consequence reported by the customer. It was found that pump is working fine. The service was declined and won't be shipped for repair. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during procedure, the temperature was disappeared without any error on carto system, this issue was resolved by changing the catheter and the cable. In addition customer experienced several errors on carto. These issues are not reportable malfunction. Upon following up with the customer, bwi received additional information which is now indicative of a reportable event. It was stated that due to that air came in the tubing set and in the irrigation sheath which was no more irrigated, the physician decided to cancel the case. The irrigation sheath was sl0 and st jude medical product. A transseptal puncture was performed prior to the case cancellation and the patient was under general anesthesia. Since it is unknown that cool flow pump detected the air and displayed any bubble error, bwi takes conservative approach and reports this event under the cool flow pump. There was no patient consequence reported by the customer.